Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she noticed a change in her stimulation coverage. An x-ray was taken by the healthcare provider and it was determined that the leads had migrated a vertebral body south. The patient denied any falls or abrupt changes in posture related to the time of her change in stimulation coverage. The patient did note she had gone to the chiropractor after her implant. Impedances and connectivity were checked and no abnormalities were found. Reprogramming was done with more pain pattern coverage and the issue was resolved at the time of the report.